Event description:
It was reported that an intravia bag had a white particle in the solution within the device. This was found before use. The device was filled with fentanyl-bupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported to have used a 16 gauge needle. Evaluation summary: the device was received for evaluation. Visual inspection noted particulate matter. The reported condition was verified. It was reported that the user did not follow proper instructions. The customer used a 16 gauge needle, but the device is only approved for a 19-22 gauge needle. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported that this event occurred during (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.